Event description:
It was reported that the customer passed away due to diabetes ketoacidosis, and the customer was not wearing the device at time of death. It was stated that the last blood glucose reading was 740mg/dl. It was stated that the customer received the replacement of the insulin pump five days prior to her passing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.